Manufacturer narrative:
The device was returned for evaluation and a visual evaluation confirmed the report of the pull wire exiting the guidewire ramp window. A visual evaluation found that part of the guide catheter pull wire had been pushed out of the rx ramp window and was bent. The wire was extending out of the window approximately 7.5 centimeters. A functional evaluation found that the wire or guide catheter could not be moved with the guide catheter hub. The root cause could not be determined due to the returned condition of the device. No patient complications were reported as a result of this event.

Event description:
In 2008, it was reported to boston scientific corporation, that during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the therapeutic placement of a rapid exchange biliary stent system, on an unknown date, the stent introducing catheter would not extend through the pushing catheter and upon insertion into the ercp scope, the stiffening wire of the catheter came out the side port. When this happened the stent was pulled out and a second stent of the same kind was used with no further issues (patient age, gender and weight unknown). No patient complications were reported as a result of this event.